Event description:
It was reported that a home patient reused of single-use supplies while using the homechoice device. The reuse of single-use supplies was further described as the patient switched the supply and heater bags during the time the heater bag was refilling. The patient was connected at the time of the event. The technical service representative reviewed proper procedures with the patient, assisted the patient to end therapy, and advised the patient to start therapy over with all new supplies. The patient would complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, re-use of single use supplies is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.